Event description:
It was reported that the device had an unknown malfunction. However, once product was returned it was noted that the tip was twisted and cracked. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b3, b5, g3, h1, h2, h3, h6 and h11. Complaint sample was evaluated, and the reported event was confirmed. An investigation was conducted on the returned driver. The driver shows signs of multiple uses including heavy marking and scratching on the driver surface. Further inspection of the product tip shows that the tip has twisted and has also chipped in several locations on the gripping. A dimensional analysis is unable to be completed due to damage to the product tip. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during restock within the sterilization department at the hospital, the device looked malfunctioned and possibly warped. There was no patient involvement. However, once product was returned it was noted that the tip was twisted and cracked. Attempts have been made and no further information has been provided.